Event description:
It was reported that the patient presented with symptoms of diaphragmatic stimulation. The atrial lead exhibited loss of capture; a lead dislodgement was observed via x-ray. The lead was explanted and replaced.

Manufacturer narrative:
.